Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had urinary retention since their appendectomy surgery on (B)(6). Patient needed to use a foley catheter. Caller wanted a manufacturer representative paged to check implant status. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: the initial report had been from an acute care facility the patient was in after having an appendectomy (B)(6)2018. Patient was discharged (B)(6)2018 with a foley catheter and planned to follow up with urology, and there was no indication the device was checked. No further complications were reported or anticipated.